Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was into the patient. While positioning the was in the laa of the patient it was noted that there was an air embolism in the right coronary artery. After a contrast injection the air was not visualized any longer. The patient received one defibrillation due to bradycardia. The patient did well following this and the procedure was ended with no closure device being implanted. The patient did not show any other complications or consequences from this event.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and then inserted the was into the patient. While positioning the was in the laa of the patient it was noted that there was an air embolism in the right coronary artery. After a contrast injection the air was not visualized any longer. The patient received one defibrillation due to bradycardia. The patient did well following this and the procedure was ended with no closure device being implanted. The patient did not show any other complications or consequences from this event.